Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection on the right sided cardiac resynchronization therapy pacemaker (crt-p) system. The system was removed, cultures were obtained, antibiotic treatment was administered, and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.